Event description:
In 2008, the device delivered a notification for an out of range pacing lead impedance. The lead remained implanted and was monitored. In 2009, a message of ventricular pacing lead impedance out of range was observed. Insulation breech was suspected. The lead was explanted.

Manufacturer narrative:
Na